Manufacturer narrative:
H6 - device code 1494: off-label use (over 45 yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -2.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to blurred vision (pt. Right eye field is blurred) and the problem resolved. Cause of event was unknown.